Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of chronic obstructive pulmonary disease related to a CPAP device's sound abatement foam. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of chronic obstructive pulmonary disease related to a CPAP device's sound abatement foam. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. During the investigation product investigation lab observed the sd card cover and air inlet filter were missing. Light scratches were observed on the ui panel. What seemed to be scratches were observed inside the iso port and dry box. Potential brownish dried liquid spots were observed on the left panel. Potential hair-like particles were observed underneath the control knob, on the ui panel, pca, in the iso port, in the bottom enclosure and lower base. Pil observed potential dried liquid spots with dust-like contamination consistent with mineral deposits on the pca, on the blower housing, and on the bottom of the blower motor. A brownish dust-like contamination was observed on the right panel, in the air inlet, on the blower cap, backside of the pca, on the blower housing, sound abatement foam and in the bottom enclosure. Pil observed potential degraded sound abatement foam on the bottom of the blower housing. Pil confirmed the presence of degraded sound abatement foam. (Ds6hflg) product investigation lab observed a brownish dust-like contamination on the left panel, in the bottom enclosure and lower base. Potential hair-like particles were observed on the right panel on the bottom of and inside the bottom enclosure, and in the lower base. What seemed to be abrasive scratches from cleaning were observed throughout the water tank. Dried liquid spots with a dust-like contamination consistent with mineral deposits were observed on and inside the water tank. On the interior side of the flip lid assembly, in the humidifier bottom enclosure, on and in the dry box, heater plate and in the lower base. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 9 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Evaluation method code, evaluation results code and conclusion code grid has been updated.